Manufacturer narrative:
Age at time of event: 18 years or older . Initial reporter city: (B)(6).

Event description:
It was reported that balloon detachment occurred. The patient underwent percutaneous coronary intervention (pci). The 75% stenosed target lesion was located in the mildly calcified and mild tortuous proximal to mid right coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. After dilating the proximal lesion at 15 atmospheres, the device was unable to cross the distal end of the lesion. The balloon was removed from the body and rewrapped with the attached balloon protector outside the patient; however, it has dislodged from the shaft. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon detachment occurred. The patient underwent percutaneous coronary intervention (pci). The 75% stenosed target lesion was located in the mildly calcified and mild tortuous proximal to mid right coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. After dilating the proximal lesion at 15 atmospheres, the device was unable to cross the distal end of the lesion. The balloon was removed from the body and rewrapped with the attached balloon protector outside the patient; however, it has dislodged from the shaft. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
A2- age at time of event: 18 years or older e1- initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of portion of the nc emerge balloon catheter with the product mandrel inside the distal shaft. The balloon and tip were detached and not returned for analysis. The portion of the returned device were microscopically and visually examined. Inspection of the device revealed that there were numerous kinks throughout the hypotube and shaft of the device. The inflation and wire lumens were stretched and twisted starting 17.5cm distal of the exit notch all the way down to the detached balloon and tip. An attempt was made to remove the product mandrel; however, due to the stretched shaft the product mandrel was not able to be removed. The detached ends were jagged showing that there was force applied before detachment. Product analysis confirmed the reported event, as the balloon and tip were detached, and the shaft was damaged.